Manufacturer narrative:
UDI: (B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device housing was deformed, the trigger was blocked, magnet broken by lever housing. It was also determined that the device failed pre-test for check response of the on/off trigger, check function of all modes and check for roundness. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor on the battery handpiece trigger was seized, housing deformed, trigger blocked, magnet was broken by lever housing. It was further determined that the device failed pretest for check the response of the on/off trigger, function of all modes and check for roundness. It was noted in the service order that the device had low power. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.